Manufacturer narrative:
The product involved in the event is not available for evaluation. Medical action industries is a repackager/relabeler of the complaint component, r1484, component lot tm23122022 purchased from specification developer, fine surgical, inc. A follow-up report will be provided upon conclusion of investigation. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.

Event description:
The gomco clamp used during the circumcision failed to achieve hemostasis, resulting in bleeding that required surgical intervention. This issue was identified during a review of maude report mw5154380. Limited information is available, and no customer contact details were provided; however, the report does include the lot number for the gomco component.